Event description:
While wearing the external equipment, the pt reportedly experienced a decrease in performance. The pt was seen at the center for device evaluation. Testing performed confirmed the device was functioning. The decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.